Event description:
It was reported that during a laparoscopic nephrectomy procedure, no staples formed when the device was fired. There were no patient consequences. The case was completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Renal vessels; do not know. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Do not know. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd fire. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Do not know. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.